Event description:
A customer reported that the handpiece was ¿warming¿ during a procedure. The procedure was completed with an alternate handpiece. There was no harm reported.

Manufacturer narrative:
A review of the service report indicates the customer reported the phaco handpiece was heating up. The customer is planning to buy another phaco handpiece. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this phaco handpiece or system. The root cause cannot be determined. (B)(4).